Event description:
Surgery was performed in 2000 in australia on a freehand system user because an electrode lead was protruding through the skin in the axilla. The wound was debrided and antibiotics were administered. There were no signs of infection and the device was functioning as intended upon discharge. Oral antibiotics were continued for six weeks. On 10/2000, pt notified physician that their incision had re-opened and a small portion of lead was again protruding. In 11/2000, pt underwent another surgery and it was noted that the silicone tubing over the protruding electrode had been damaged. The surgeon attempted to repair the electrode. The wound was cleaned and a muscle flap placed over the leads.